Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh, additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.